Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the electric circuit was burned and visible smoke came out with a crackling sound on the compact intuitive system. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 03/06/2017, however the correct date is 03/29/2018. Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was evaluated by a field service engineer. The system was checked and found to have damaged hardware as per the reported issue. The ssc (subsystem controller) pcba (printed circuit board assembly) were replaced. The system is performing to specification. Conclusion: based on the complaint investigation results, the product was released within specifications and following the repair is performing to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.